Event description:
It was reported that during a hepatectomy procedure, on the second firing on the hepatic vein, the device fired, but the jaws remained jammed closed. They could not open the jaws of the device to release it from the vessel. They did notice difficulty when attempting to close the device and felt it did not click closed as normal. Clamped the vessel above and below and managed to suture above and below to cut the device free from the vessel. The procedure was completed with another device. There was no adverse patient consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.